Manufacturer narrative:
Voluntary medwatch report received: mw5153250.

Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited a decrease in pacing impedance. No patient consequences were reported.